Event description:
During a stapled hemorrhoidectomy, the surgeon fired the stapler and closed the handle for three minutes. When he retrieved the stapler, massive bleeding was found. He found some of the tissues could not be cut and the staples malformed. Donut was incomplete with some tissue in the housing and some tissue still partially attached to the patient. The stapler was inspected and found the washer was not cut through. The problem was that the cutline was found on the washer edge, but not within the washer's cutline. The surgery could not be completed due to high blood loss and piles are not removed. Extended or time >2 hours to stop bleeding. One thousand mls of blood transfusion was necessary. Two devices will be returned.